Manufacturer narrative:
Product complaint #: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
9x7x27mm concorde bullet cage broke while implanting. Patient consequence?: yes. Patient consequence description:broken pieces left in patient. Could not be removed. Action taken for procedure:broken pieces of cage were extracted. The tip of the bullet cage remained in patient as it could not be removed. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.